Event description:
Saline implants: severe scar damage, pain, hardening. Implants removed after 6 yrs, replaced with smaller ones. Developed rare skin disease: porokeratosis and severe back pain, surgeries: herniated discs, ddd, arthritis, "radiocopathy", ovarian cysts, bowel troubles, numbness, pain, depression. Lost job, fighting for disability. Had 2nd implants removed 2 wks ago. No replacements, reconstructive surgery. Severe breast infection, nipple partially dead, stitches removed to revive it. Waiting on infection to go so dr can re sew. Pt living in constant back pain, hand and feet numb, breast pain, depression, ugly skin disease on arms and legs. Alone, divorce without any income, waiting for ssi and ltd to win appeal going on 1yr now. Since cervical spinal fusion last march.